Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. Vascular access was obtained via the radial artery. The 90% stenosed de novo lesion was located in the moderately tortuous and severely calcified right coronary artery (rca) and left anterior descending artery (lad). A 15mm x 3.0mm quantum maverick balloon catheter was advanced and inflated three times to 18 atms. On the fourth inflation the balloon ruptured at 18 atms. The balloon catheter was successfully removed intact and the procedure was completed with another of the same device. No patient complications were reported. The patient is good.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)